Event description:
It was reported that a user experienced recurrent connectivity loss between their dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, with the connection intermittently dropping on most days since sensor application. Customer care provided support that included troubleshooting and user education, with guidance to replace the dexcom g7 sensor and contact the sensor manufacturer for a replacement. Investigation of this case revealed suspected cgm communication issues without identification of a specific responsible device. Symptoms included no reported adverse clinical effects and no impact on blood glucose. Outcomes included no medical intervention and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to intermittent signal loss without corroborating evidence of a device malfunction.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.